Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump is stopping, causing low speed operation alarms when connected to the power module. This occurred on 2 separate system controllers. The manufacturer conducted a percutaneous lead evaluation confirming that alarms occur when connected to the power module and with the pt's upper body movement. An ungrounded cable was requested and shipped. The pt underwent a pump exchange from one lvad to another lvad on (B)(6) 2014.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.